Manufacturer narrative:
The complaint states the impactor (item no: 254401003, lot no: unknown) was broken while implanting an tibial tray (item no: unknown, lot no: unknown). After the above event occurred, the impaction handle (item no: 254401017, lot no: unknown) was broken while implanting a femoral implant (item no: unknown, lot no: unknown). There was no adverse consequence to the patient. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impaction handle broke during use. There was no adverse consequence to the patient.